Event description:
The hospital reported the during the saphenous vein harvesting procedure, the balloon popped on the short port, causing the tunnel to collapse. The procedure was converted to an open leg technique to retrieve the vein. The hospital did not report any patient complications.